Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as limited information is available. Should additional information be received, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
Biomet orthopedics received preliminary clinical data from dr (B)(6) regarding patients enrolled in a (B)(6) study. It was reported that patient underwent a total hip arthroplasty on (B)(6) 2009. During post operative monitoring and testing fluid and elevated metal ions were noted. The fluid measured 2.2x1.5x3.0. These finding were found due to follow up testing. No further information has been provided at this time.